Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 noted during testing. Unit was monitored for 30 days and no gain in time or flashing display noted. Unit received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 15 during rewind. The display flashed without any interaction from the customer. The insulin pump was gaining time. Five minutes per month. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.